Event description:
The customer reported having unexplained high bgs for the last several days. The infusion set was changed a number of times. Also the customer reported that he smells insulin like it is leaking and he feels the insulin is leaking from reservoir into the pump. Customer ran a pump self-test and the pump passed.